Event description:
A report was received that the patient had a possible infection at the pocket site. Symptom includes skin that was not completely closed. The patient underwent a pocket revision wherein the physician flushed the site, and closed the skin. The patient was given antibiotics and was doing well.